Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomena. It was found the camera cable break and the failure of the electrical contact of the video connector which were caused the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to the camera cable break of the subject device. Or it might have occurred due to the ccd unit failure of the subject device. The camera cable break might have occurred due to the user handling with twisting the camera cable. The ccd unit failure might have occurred due to the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.